Manufacturer narrative:
(B)(4). Evaluation summary: investigation of the returned device indicated that the proximal end of the flex-guide was carved by the delivery tubeset when the plunger was depressed to deploy the locator wings and initiate the thumb advancer deployment and sheath splitting. Flex-guide carving would create resistance during the thumb advancer deployment. However, as additional force was applied to continue advancing the thumb advancer, the garage leaves of the delivery tubeset became disrupted and carved into the flex-guide and punctured into the sheath at the distal end as observed. Subsequently, the thumb advancer deployment and sheath splitting stopped due to resistance caused by flex-guide carving combined with disrupted garage leaves puncturing into the sheath. Possible contributing factors for flex-guide carving at the proximal end that resulted in incomplete thumb advancer stroke and sheath splitting include, but are not limited to manufacturing deficiencies, challenging anatomical conditions, and/or incorrect deployment techniques. Every flex-guide is inspected for proper assembly and the movement of the support tube over the flex-guide was verified during manufacturing. The garage tube leaves were inspected during manufacturing. It was reported that the patient had a history of prior arteriotomy in the target groin; however, this would not have contributed to the flex-guide carving. Failure to stabilize the device at the angle of the tissue tract or maintain alignment between the tubeset and flex-guide when depressing the plunger to deploy the locator wings and initiate the thumb advancer deployment could have contributed to flex-guide carving at the proximal end as detected. Based on the manufacturing inspection criteria and analysis of the returned device, the probable cause for the flex-guide carving at the proximal end, subsequent incomplete thumb advancer deployment and sheath splitting is incorrect deployment technique per the starclose se instructions for use (IFU). It was detected that additional force was applied to continue advancing the thumb advancer against resistance. Instead of activating the safety release mechanism to collapse the locator wings to remove the device, it was detected that the device was forcibly pulled out of the patient anatomy. The IFU states not advance the thumb advancer against excessive resistance. If excessive resistance is experienced during advancement of the thumb advancer, manually collapse the locator wings and remove the device. No manufacturing or quality deficiency was detected. A review of the finished device lot history records did not reveal any nonconforming material records associated with this lot which could have contributed to the reported event. A query of the complaint handling database for this lot was performed and there does not appear to be any indication of a lot specific product quality deficiency.

Event description:
It was reported that arteriotomy closure of the right common femoral artery was attempted using the starclose se device after an interventional procedure. Reportedly, the deployment of the thumb advancer could not be completed. The device was removed and it was noted that the tip of the sheath was not split. Manual arterial compression was used to achieve hemostasis. There was no adverse patient sequela. The physician is reported to be trained in the use of the device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device has been received. Investigation is not complete. A follow-up will be submitted with all additional relevant information.